Manufacturer narrative:
(B)(4). The device was not returned for evaluation. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause for the report of needing to go back to initial drain was determined to be use error. A labeling review was performed and found to be adequate. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
The customer contacted baxter's technical service center regarding needing to go back to initial drain, which occurred on the homechoice (hc) during use during fill 1. The baxter technical service representative (tsr) assisted the hp with starting the manual drain option. The tsr advised the hp to speak with the peritoneal dialysis registered nurse (pd rn) regarding the initial drain alarm setting. The hp was to resume fill when the drain was completed. There was no patient injury or medical intervention indicated at the time of the initial report. Follow up with the nurse revealed that the clinic has heard from the patient since this incident; however the patient did not call the clinic regarding this particular event. The nurse stated that she would call the patient and make sure the settings were correct. The nurse confirmed that the patient was continuing with therapy without any problems.